Manufacturer narrative:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Hemostatic valve separation. After the carto vizigo¿ 8.5f bi-directional guiding sheath - small was put into the body and expender was pull out, a few blood drops dripped from the entrance of catheter. Physician tried to insert the pentaray catheter but failed. Therefore, the physician did not implant the pentaray catheter and withdrew the carto vizigo¿ 8.5f bi-directional guiding sheath - small out of the body immediately. Changed to a new vizigo to complete the procedure without any problem. There was no patient consequence reported. The device evaluation was completed on 01-mar-2022. Product involved: vizigo sheath. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was detached. (The valve was not returned and no evidence of dislodgement inside the hub was found). The brim cap and silicone ring were found in normal condition. The dilator was found in normal condition. Microscopic examination showed that the silicone ring was placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was not returned. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment; however, this cannot be conclusively determined. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: "always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." A device history record (DHR) was performed, and no internal actions related to the complaint were found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. Hemostatic valve separation. After the carto vizigo¿ 8.5f bi-directional guiding sheath - small was put into the body and expender was pull out, a few blood drops dripped from the entrance of catheter. Physician tried to insert the pentaray catheter but failed. Therefore, the physician did not implant the pentaray catheter and withdrew the carto vizigo¿ 8.5f bi-directional guiding sheath - small out of the body immediately. Changed to a new vizigo to complete the procedure without any problem. There was no patient consequence reported. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 13-jan-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: #(B)(4).